Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level; cause and value were unknown. A correction bolus was delivered with the pump to address bgs. System check was performed and it was verified that the pump was functioning as intended. Recommendation was made to consult with healthcare provider regarding diabetes management.